Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the transmitter was unable to pair with the customer's pump, lost sensor alarm and led anomaly and damage (physical or cosmetic). Troubleshooting was performed and the issue was not resolved. The customer received a lost sensor alarm. Customer reported a loss of communication between the transmitter and the pump. Led light does not blink when connected to the sensor but does blink when connected to the tester. No harm requiring medical intervention was reported. It was unknown whether the customer will continue or not the use of the device. The transmitter will not be returned for analysis.

Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at connector pins. Unable to perform functional test or verify led anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.